Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip had split/opened up. The procedure was completed with this device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the tip of the jaws and shaft. The silicon insulation was observed to be intact. There was no peeling observed. The heater wire was flexed away at the center of the hot jaw. The wire remained in place at the base and tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported complaint was not confirmed for "peeled; jaw; cold boot/coating detached, cracked, peeling" but confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip had split/opened up. The procedure was completed with this device. The hospital did not report any patient effects.